Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the right-ventricular (rv) lead and left-ventricular (lv) lead exhibited intermittent capture. As a resolution programming changes were made on (B)(6) 2025. The patient condition was stable.